Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device is slow in system running. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
When fse contacted the hospital to arrange a visit to the site. The hospital said there was no problem with the system and no service was needed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : when fse contacted the hospital to arrange a visit to the site. The hospital said there was no problem with the system and no service was needed.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating slow system running. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.